Event description:
The customer reported that about 20 ml l of fluid leaked from the coulter act diff 12 analyzer baths onto the counter discovered while troubleshooting instrument generated white blood cell (wbc) aperture alerts and hemoglobin (hgb) incomplete errors. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.

Manufacturer narrative:
The field service engineer (fse) found wbc bath was overflowing due to a clogged drain. He removed and cleaned the rbc and wbc baths, hgb lens and filter to resolve the issues. Fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).